Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a power (battery life) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/01/2016 with the following findings: a review of the black box showed the date of the complaint overwritten. The current black box showed no evidence of a short battery life. The rewind, load, and prime steps were performed successfully. No damage was found to the battery compartment or to the returned battery cap. The returned battery cap was able to fully tighten to the pump and power it on. The battery draws were measured within specifications. The pump cover was removed to find no evidence of moisture or loose components in the pump. A battery life issue was not duplicated during investigation. The complaint was unable to be duplicated due to the pump information for the date of the complaint being overwritten. (B)(4).